Manufacturer narrative:
Device evaluation: a correlation between the device and the reported event could not be conclusively determined. Stroke, neurological dysfunction, bleeding, and hemolysis are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient¿s previous stroke was reported under medwatch MFR report #2916596-2017-00674. Approximate age of device ¿ 2 years and 8 months. The pump was not explanted; therefore, the pump is not available for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient expired on (B)(6) 2018 due to a hemorrhagic stroke. Reportedly, the patient had problems with anticoagulation therapeutic ranges, history of stroke and increasing lactate dehydrogenase (ldh) values warranting heparin infusion. The patient had a hemorrhagic stroke after being placed on heparin and subsequently expired. No additional information was provided.